Manufacturer narrative:
The device was returned to olympus for inspection however the customer's reported malfunction was not reproduced. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the bronchvideoscope exhibited a loose contact directly on the device. It switched off during the examination. Error image. There were no reports of patient harm.